Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery; the customer changed their infusion set and reservoir and bolused and received a second no delivery alarm. The patient's blood glucose at the time of initial incident was 449 mg/dl, and the customer's blood glucose at the time of the second no delivery was 320 mg/dl. The customer was unable to troubleshoot at te time of call. No products were returned or replaced as the customer already disposed of the infusion set and reservoir.